Event description:
It was reported that guidewire entanglement occurred. The target lesion was located in the coronary artery. An opticross 6 catheter was introduced but the doctor was having issues with the wire sticking to the monorail port. The procedure was completed with no patient complications reported.